Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The rod pieces were visually and microscopically examined. Microscopic exam of the fracture surface of rod # 1 shows that the rod failed in by metal fatigue. Typical beach marks show the origin of the failure. Areas of burnishing are evidence of rubbing against the mating surface. Microscopic examination of the fracture surface of rod #2 does not show the typical signs of metal fatigue. This surface showed no demonstrable failure mode. That is, there are no discernible features to show brittle or ductile fracture, and no indications of metal fatigue. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which fractured rods were removed. Revision surgery took place (B)(6) 2017.